Event description:
Consumer was at her daughter's house on (B)(6) 2014, in the kitchen cutting up sweet potatoes when she cut her thumb. She did not want to go to the ER so she sent her boyfriend to (B)(6) to get bandages and she came home with some as well as woundseal. She had held hand underrunning water and then held pressure with a paper towel. Applied our product per instructions and it worked very well to stop the bleeding. She proceeded to go to work the next day and raved about how great our product was on tuesday her thumb was swollen and painful. She went to urgent care where they removed the bandage, woundseal and cleaned the wound. Then gave her IV antibiotics and sent her home on augmentin she was out by noon on tuesday. By tuesday later in the day she had more pain, she called her primary care physician and went back to urgent care. She had on long sleeves and when they rolled it up she and they saw a long red streak and sent her immediately to the ER, she went to the hosp. Three nights, vancomycin, unasyn, and a surgical procedure (she said they did not numb it and she felt everything). (B)(6) was found and splint was applied. She was home on friday. She is back to work with augmentin and bactrim antibiotics and was diagnosed with cellulitis. She stated that our product "did not give her the infection but would not let it out."

Manufacturer narrative:
A full internal investigation was initiated on (B)(4) 2014. An e-mail was sent to dr.(B)(6) asking for a med opinion base on the report from the consumer.